Manufacturer narrative:
Solia s 53 (B)(6): upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approximately 38 cm distal to the is-1 connector pin), which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported clinical observation. Solia s 53 (B)(6): upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approximately 23 cm distal to the is-1 connector pin), which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported clinical observation. The manufacturing process for the leads ((B)(6)) and pacemaker evity ((B)(6)) were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On august 29, home monitoring sent alert that p-wave was below 0.5mv. At/af burden has high and undersensing of f-wave at first. The patient was scheduled to visit hospital for the check. X-ray found that the ra lead dislodged. The helix looked retracted. The rv was also checked by x-ray. The rv lead remained fixed but the helix looked retracted. Re-operation was scheduled. Ra lead helix was completely retracted so the lead was explanted. The rv lead helix was slightly extended but it was almost retracted. The rv was also explanted. There was no infection but the device was also explanted due to the risk of infection.